Event description:
We were searching the www.FDA.gov site for information on our company (B)(6) we typed in our company name in the search engine on the FDA site. Our company information/name came up in the FDA maude adverse event report. (B)(6) has no association with the device (radifocus introducer ii kit) and is incorrectly listed as the manufacturer of a device that has malfunctioned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).